Manufacturer narrative:
The field service engineer (fse) performed a precision run and obtained values of 0.05, 0.02, 0.06, 0.08 and 0.02 ng/ml. The fse rebuilt the wash wheel area, the wash pump and precision pump. The fse adjusted the transducer and aligned the sample pipettor. The fse cleaned the wash valve and precision valve and performed a precision run with values between 0.00-0.01 ng/ml. The fse performed a passing system check and quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. This medwatch report is related to 2122870-2013-00164.

Event description:
The affiliate reported the customer alleged elevated and non-reproducible troponin I (access accutni) results, for multiple patients, on separate days, involving the synchron lxi 725 system utilized in conjunction with access accutni assay and calibrator. Subsequent analyses of the original patients' samples, on the same and an alternate synchron lxi 725 system, recovered results within the normal reference range. The elevated results were released out of the laboratory, and the patients were held in the emergency room (ER) until a second sample was collected. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or associated with this event. The customer indicated quality control (qc) was within the acceptable range at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two.